Manufacturer narrative:
(B)(4). Batch # r5770e. Investigation summary: a photo along with the device was returned for evaluation. Upon visual inspection of a photo, the following was observed: the photo shows tissue with three surgical instruments handling a violet suture. Also, a part of tissue appears to be open. The device analysis results found that the sdh25a device arrived with no apparent damage. The breakaway washer was cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r5770e. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows tissue with three surgical instruments handling a violet suture. Also, a part of tissue appears to be open. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
Missing staples. It was reported that during the laparoscopic radical resection of right colon cancer surgery, noted incomplete staple line, some staples were missing. Suture was used to oversew. There was no patient consequence reported. No additional information can be provided.